Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) froze during case. This was an intermittent issue. The device was not changed out, as the unit was used to finish the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review on (B)(6) 2013: during cpb, the ccm would intermittently "freeze" the cursor and this resulted in the inability to control/monitor specific functions on the ccm. These functions included: adjusting epgs controls, adjusting the venous occluder, tracking cardioplegia volumes. They control all pumps with local controls, thus this had no affect on the control of pump speeds. The safety systems were engaged prior to the ccm issues and thus were still operational. Even though the cursor issues wer intermittent, the perfusionist used the manual electronic pt gas system (epgs) gas controls the remainder of the procedure and also opened the occluder and used tubing clamps to control venous return the remainder of cpb. Cardioplegia volume was estimated by referring to drug bag volumes before and after delivery of a dose. This did not delay the procedure and the case was completed successfully without associated loss of blood. There was no harm observed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2013-01151. The field service rep (fsr) verified the complaint. The fsr removed and reseated internal connections and performed functional checks. The central control monitor (ccm) performed as intended. As a precaution, the fsr removed the suspect ccm and replaced it with the customer's original ccm that was repaired -in-house. The suspect ccm was returned tot he MFR for further evaluation.